Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn 43648) displayed fault code 16 (timeout moving to take-up position) on the screen. The customer replaced the autopulse li-ion battery and lifeband but the fault code persisted. No patient involvement.

Manufacturer narrative:
D1 (brand name), d2a (common device name), and d4 (additional device information) were corrected. The reported complaint of the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was a failure of the drivetrain motor. Based on archive data review, multiple fault code 16 were observed on the event date, thus, confirming the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the failed drivetrain motor (slipped bushing). When the bushing slips, the drivetrain motor will seize and is unable to rotate. The autopulse platform failed initial functional testing due to fault code 16, thus, confirming the reported complaint. The drivetrain motor was replaced to remedy the complaint. Upon replacement of the motor, the platform was re-evaluated through run_in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(6).